Event description:
The stent dislodged while being placed within the lesion in the proximal lad. The physician used a snare to retrieve the stent out of the patient and procedure was completed successfully using another cypher select stent. This male patient with an unknown previous medical history was admitted for unstable angina. Angiography revealed a 95%, calcified, bifurcated, non-tortuous lesion in the proximal lad a 7fr xb3.5 guiding catheter and bmw wire were used to access the vessel. The lesion was predilated with an unknown balloon ptca balloon. The cypher select sds was prepped according to the IFU and no negative prep was performed outside the patient. The physician experienced resistance while advancing the 3.0 x 28mm cypher sds to and through the lesion. While attempting to manipulate the stent through the lesion, the stent dislodged from the balloon. The physician used a snare device to successfully retrieve the stent from the patient. He then changed to another cypher select sds, and the procedure was completed without further incidents.

Manufacturer narrative:
Please note: device (cypher select) is not distributed in the us; however, it is similar to us cypher product. Additional information will be submitted within 30 days of receipt.